Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 month post operative CT showed that the right iliac limb stent graft had disengaged from the common iliac artery and migrated into the aneurysm sac with the presence if a type ib endoleak. In addition, a stenosis of the left iliac limb was observed due to the distal aspect of the left iliac limb stent graft being collapsed. A re-intervention was performed to coil the right hypogastric artery, followed by the placement of two iliac limb stent grafts bilaterally successfully resolving the type ib endoleak and stenosis. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported type ia endoleak was determined to be user related. A clinical assessment showed that the device is not likely to have contributed to this event. Procedure-related circumstances did not likely contribute to this event. Anatomical factors such as significant infrarenal aortic angulation may have contributed to the type ia endoleak. There was not enough information to determine cautionary product use conditions that may have contributed to the event. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Event description:
The patient underwent a successful re-intervention in (B)(6) 2017 where a 28x45 extension was placed. The patient condition post secondary procedure was not reported. As of the date of this report no additional patient sequelae has been reported.